Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) results on their e601 analyzer. The customer provided data for 15 patients, eight of which had reportable malfunctions. The customer stated the initial results were all reported outside the laboratory. On (B)(6) 2013, the samples were repeated after quality control was performed. The physicians were contacted and corrected reports were issued. The customer stated no other assays were affected by this event. The first patient's initial tpsa result was 0.009 ng/ml. The repeat tpsa result was 0.661 ng/ml. The second patient, a (B)(6) male, had an initial tpsa result of 0.008 ng/ml. The patient's free psa result was 0.081. The repeat tpsa result was 0.354 ng/ml. The third patient, a (B)(6) male, had an initial tpsa result of 0.009 ng/ml. The patient's fpsa result was 0.266. The repeat tpsa result was 0.464 ng/ml. The fourth patient, a (B)(6) male, had an initial tpsa result of 0.008 ng/ml. The repeat tpsa result was 0.468 ng/ml. The fifth patient, a (B)(6) male, had an initial tpsa result of 0.216 ng/ml. The first repeat tpsa result was 8.62 ng/ml. The second tpsa repeat result was 8.72 ng/ml. The sixth patient, a (B)(6) male, had an initial tpsa result of 0.025 ng/ml. The fpsa result was 0.122. The repeat tpsa result was 1.31 ng/ml. The seventh patient, a 45 year old male, had an initial tpsa result of 0.025 ng/ml. The fpsa result was 0.209. The repeat tpsa result was 0.749 ng/ml. The eighth patient, a (B)(6) male, had an initial tpsa result of 0.069 ng/ml. The repeat tpsa result was 0.327 ng/ml. The units of measure for the fpsa were requested but not provided. There were no adverse events. The tpsa reagent lot number was 171687. The expiration date was requested but not provided. The field service representative went on site. It was noted the last calibration was performed on (B)(6) 2013 and was past the recommended calibration frequency.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The quality control results were within range on the morning of the event and there was no indication of a general reagent or system issue. It was noted the customer did not perform quality control on the specific reagent pack the results were tested on.

Manufacturer narrative:
This event occurred in (B)(6).